Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, due to a cholesteatoma. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 25, 2013.